Manufacturer narrative:
The probes were discarded by the user. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. System logs were reviewed and power and temperature measurements were normal. No device malfunction was detected. No additional investigation is planned.

Event description:
Two (2) pr15xt probes were used to ablate a lesion in segment 5 of the liver for 10 minutes. The physician reported skin burns post ablation. Despite attempts to obtain additional information, no information about the size or severity of burns or any required follow-up treatment is currently available. The probes used in the case were discarded and are not available for evaluation.